Event description:
Account reports incidents in which leakage is occurring from the filter during infusion of total parenteral nutrition. The account also reports the filter is "pulling air into the set" during usage. No pt compromise reported.